Event description:
Boston scientific received information that this pre-implant boxed cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to be in safety mode.

Manufacturer narrative:
Technical services advised to return the device for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.